Manufacturer narrative:
A ge rep evaluated the system and removed a loose screw. System operates as intended.

Event description:
It was reported that image quality is poor and there is an artifact in images. No pt injury was reported.